Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. The vessel was reported to be moderately tortuous. It was reported approx 3 mons post stent graft implant, the pt had right leg ischemic. The CT demonstrated occlusion of the right iliac limb. The right iliac limb appeared to be narrowed due to the moderate angulation. The physician elected to place two bare metal stents within the iliac stent graft. The stent graft was reopened and the blood flow was restored. No add'l clinical sequelae were reported and the pt is fine.